Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7090773 / 7095447.

Event description:
It was reported that the patients incision at the ipg site had opened due to a non-device related accident. The patient was sent to the emergency room (ER) and underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.